Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege on or about (B)(6) 2010, patient suffered the following: (a) past and future medical expenses and other compensable special damages; (b) wage loss; (c) impairment of ability and power to earn money in the future; (d) past and future pain and suffering and mental anguish; (e) loss of enjoyment of life. More specifically, patient suffered pain in her thigh; intraoperatively extensive amount of scratching was noted on both sides of the joint on the acetabular shell and femoral head. Patient could not have known that she was injured by excessive levels of chromium and cobalt until after the dates she had her blood drawn and she was advised on the results of said blood work. Update: - (B)(6) 2012 - pfs received. Doi: (B)(6) 2006, dor: (B)(6) 2008 (right hip); the pfs indicates that this is the first of 2 revisions. For the second revision, see (B)(4). Update rec'd (B)(6) 2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, loose, cup, and instability/dislocations. There was no mention of high metal ions as litigation alleged. The stem is being added for these allegations for high metal ions until we receive lab records to prove otherwise. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015. There is no new additional information that would affect the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.